Event description:
It was reported that the reason for the intra-aortic balloon (iab) insertion was high risk cardiac surgery with known poor left ventricular (lv) function. Iab insertion was sheath less & site was left femoral artery. There were difficulties encountered; surgical cut down insertion, difficult right groin insertion with femoral rupture. Iab insertion attempted in the right femoral artery & due to anatomical reasons, encountered difficulties with insertion resulting in right femoral rupture. Patient (pt.) Was sent to operating theatre (ot) to have iab inserted in the left femoral artery as it was anticipated that due to his anatomy, difficulties would be encountered once again. Insertion was sheath less. Intra-aortic balloon pump (iabp) used for this therapy (B) (4). The pulsation commenced. There were no iabp alarm conditions present when counterpulsation commenced, only map alarms. The map alarms on initiation of counterpulsation. At 2030hr on (B) (6) 2010, the staff at the hospital called their sales representative to report "rapid drain in helium cylinder & blood in tubing. No alarms had occurred at this time." At 2100hr the sales rep arrived, realigned helium cylinder & no rapid loss of helium observed. Some blood present in iab tubing, not to level of the iabp. The iab was aspirated & full vacuum present. Balloon pressure waveform (bpw) baseline 2.5mmhg with no drop in baseline or helium loss present. No alarm conditions present in "show status" key. Full augmentation & "sharp v at dicrotic notch. No evidence of further leak present. At 0200hr, staff noticed blood at pump connection point & not at pt. Connection point; told to stop using pump. No new blood in tubing at pt. End. Sales rep recommended to cease pumping & remove catheter or perform catheter exchange. There was "insufficient staff" to perform this procedure. Tubing was exchanged & new pump connected as no evidence of further tear at pt. End. At 0300hr, staff noticed blood at pt. End, not pump end, blood did not get to pump. Called cardiothoracic ot to let them know that catheter was leaking from pt. End. Cardiothoracic ot told them to put iabp into 2:1 & not discontinue treatment. No gas alarms occurred through the next few days until a "high pressure" alarm was observed on (B) (6) 2010 at 645hr. The staff pressed "reset" & commenced usual troubleshooting: kinks in tubing, catheter kink. Reported to cardiothoracic at 0650hr who said to cease pumping. Pt. Was sent to ot to have a surgical removal at 0800hr. No entrapment present, able to remove easily. On (B) (6) 2010, at 0800hr iab was removed from pt. There were no reported patient complications or injury.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.